Manufacturer narrative:
Additional information: : event site postal code - (B)(6), event site email - (B)(6), event site state - (B)(6). It was reported during a routine check the cs100 intra-aortic balloon pump (iabp) low vacuum error coming. A getinge field service engineer (fse), evaluated unit checked the machine and found there is leakage in the machine further check the machine and it is observed that the k8 valve of drive manifold not closed properly due to this machine not holding the vacuum so I need drive manifold for further check the machine. No patient involvement. The equipment was handed over to user in same condition.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had a low vacuum error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.